Manufacturer narrative:
The customer reported issue of the autopulse platform failed with user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) and user advisory (ua) 12 (lifeband not detected) error messages was confirmed during the archive review. However, only the user advisory (ua) 07 was observed during the initial functional testing. The load cells were found defective and a replacement was required to address (ua) 07 error. Visual inspection was performed and found a damaged front enclosure, unrelated to the reported issue. To remedy the issue, the front enclosure was replaced. The archive data was reviewed and contained user advisory (ua) 07 and user advisory (ua) 12 error messages on the reported event date. To resolve the user advisory (ua) 12 error, the belt clip switch assembly was adjusted to a parallel position. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the autopulse sn (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) and user advisory (ua) 12 (lifeband not present) error messages. No patient involvement.